Event description:
Information was received from a patient who was receiving dilaudid and bupivacaine via an implantable pump for non-malignant pain. It was reported that for about the past 4 weeks the patient had been having issues with the handset and the communicator. It was taking a long time to connect to the pump and when they did it would show no pump found/lag at 90% and they had to restart the process. They had not been able to bolus since last night due to the issue. They were also seeing codes on the screen but did not know what they were; they would document these as they come up. Agent walked them through deleting the data and toggling off wifi/mobile data and powering on/off the handset. They were able to connect to the pump.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.